Event description:
Customer reported the image appear to be scattered on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and the lemo connector and the interconnect cable. System operates as intended.